Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the suture of the healicoil suture anchor broke. The procedure was completed using a back-up device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The anchor and sutures are off of the insertion device. The sutures are intact with no fraying or breaks. The blue and white suture has been pulled partially through the anchor forks making one side longer and leaving the shorter side at the bottom edge of the anchor. The anchor is intact with no defects. The insertion device has no defects. Bio debris is present. A functional evaluation could not be performed due to the anchor has already been deployed. Based on the condition of the product material found during visual inspection, no break of the suture could be confirmed. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the process summary found that the material strength requirements that the suture (ultrabraid ii cobraid white/blue) must have. An analysis of the customer provided image found that the white/blue suture of the healicoil suture anchor does not appear to frayed or broken. It seems that the suture inside the anchor has one side more elongated than the other. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that can contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.